Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted.

Event description:
It was reported that, on an unknown date, the small universal chuck with t-handle broke during a hardware removal of a titanium elastic nail from a distal humerus. There was a 1 hour time extension in surgery.

Event description:
It was reported that, on an unknown date, one of the three tips of the small universal chuck with t-handle broke while the surgeon was hammering on the handle with a mallet in order to get an unknown nail out of the patient. It was reported that the surgeon used a vise grip to tighten the handle on the nail. It was also reported that the nail was too tight and does not came out. No delay to surgery was reported, spare device was available. This event does not contribute to a death or injury. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no part was received. No service history review can be performed as this is a lot controlled item. Placeholder.